Event description:
A customer reported a power source alert issue with their device. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer tried various troubleshooting steps, such as using different wall adapters and charging cables, but the issue persisted. Consequently, technical support arranged to replace the pump. The customer was provided with instructions on how to return the problematic pump and advised to use multiple daily injections as a backup method for insulin delivery.